Event description:
The recipient underwent removal of the aim probe tip from the ear canal without harm.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device. No further treatments details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.